Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead and an increase in threshold measurements.  The lead was programmed off and managed ventricular pacing was initiated to avoid right ventricular pacing.  However, the patient had no atrioventricular conduction on the current electrograms (egm) after an atrial pace.  Therefore, capture could not be confirmed on the right atrial (ra) lead.  The lv lead remains programmed off and the ra lead remains in use.  No further patient complications have been reported as a result of this event.